Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2017 the customer received the following results on the aviva system within 10 minutes: 28.1 mmol/l and 11.6 mmol/l. On (B)(6) 2017 the customer received the following results on the aviva system within 10 minutes: 30.3 mmol/l and 8.5 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.